Manufacturer narrative:
Failure analysis noted that the pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. There was no display ramping on its own. There was no moisture damage on the electronic and motor assemblies. The pump had scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 296 mg/dl at the time of incident. The customer stated that the pump alarmed button error and all the buttons were not working. They treated with the pump and her blood glucose was high before breakfast. She stated that she was washing dishes and the pump was in her bra. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.